Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the caller successfully reloaded the same cartridge and resumed insulin delivery.